Event description:
A site representative reported that the open spine clamp was stripped. There was no patient present.

Manufacturer narrative:
There was no patient present.the device was returned to the manufacturer for analysis and showed signs of physical damage. The head of the adjustment screw has been rounded. There were also tool marks on the screw head. The reported event was confirmed. The device was replaced and there were no further issues.